Event description:
It was reported that a 1.0ml bp 31g x 6mm u-40 insulin syringe had leakage. The following was reported, "particles found inside the packing as well as syringe in closed pack. Found the small pores."

Manufacturer narrative:
H.6. Investigation: customer returned (8) bd 1ml, 6mm, 31g u40 insulin syringes in sealed blister packs from lot # 7353557. Customer states that particles are found inside the packaging. All returned syringes were examined and all exhibited loose particles inside the sealed blister packs and inside the syringes. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The analysis shows that this material is most likely a combination of materials, most notably alumina silicate (the mineral kaolinite used in paper products, cellophane, and silicone. A review of the device history record was completed for batch# 7353557. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure. Visual inspection of the syringes found small, dark particles inside (6) of the blister packs. Under a microscope the particles consisted of dirt (10%), cardboard (30%), wood (40%), and small rocks/sand (20%). There were no particles in the sealed seams. There were four blister packs still connected and two contained the fm, but the samples with fm alternated with the samples that did not contain the fm. Inspection of the line found a ceiling vent above an 18" open section of the line between the tray loader and oven. Probable root cause for the fm is from large particles that were clumped together passing through the vent and falling into the open trays before being sealed. The particles were sealed into the trays and fell apart into smaller particles during transit after sealing.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 1.0ml bp 31g x 6mm u-40 insulin syringe had leakage. The following was reported, "particles found inside the packing as well as syringe in closed pack. Found the small pores."